Event description:
The left main was engaged with a 7 french ebu 4.0 guide and the circumflex lesion wired with a fielder xt a corsair xs pro microcatheter. We exchanged in the distal circumflex for a rotafloppy wire and performed rotational atherectomy at 180k rpm for multiple runs. During the ablating process the burr became dislodged from the spring coil, but we were able to retrieve the burr using the step up on the rotafloppy wire. We then exchanged back for a sion blue and predilated with a 3.0 balloon and performed shockwave lithotripsy of the proximal left circumflex using a 3.5 shockwave balloon.